Manufacturer narrative:
Ref. Mfgr report number: 2015691-2017-02735.

Manufacturer narrative:
The delivery system and images were provided to edwards lifesciences for evaluation. Although no imagery of valve alignment or fine adjust was provided; the valve could be seen positioned in the native annulus. The crimped valve was not aligned with the distal alignment marker, indicating that there may have been difficulties during fine adjust in getting the valve positioned between the markers. As noted in the complaint description, the valve embolized upon deployment and was placed in the aorta. In the aorta, a dissection occurred and a stent was placed. The images showed the aorta following the stent placement. This depicted the tortuosity through which the thv had to be navigated in order to reach the native annulus. During visual analysis, the returned device was visually inspected for any abnormalities under pre- and post-decontamination conditions. Visual analysis revealed a compression on the flex tip, severe gouges on the flex tip face and the flex tip face seemed to be more spread out. During functional testing the device was able to be pulled to the valve alignment position and locked. It was then shown to have full flex and fine adjust capabilities. During fine adjust, however, some stress/compression was seen on the flex shaft due to the used condition (unpleated, unfolded) of the balloon. Dimensional analysis was performed and showed the flex tip od was above specification. It is likely, however, the out of specification od was due to procedural factors. As noted in the complaint description, problems were encountered during valve alignment and the valve embolized upon inflation of the balloon. If valve alignment and fine adjust were attempted multiple times and/or attempted under tension, it is likely that the force required to align the valve caused the valve to press up against the flex tip, causing is to spread out and extend its od. It is also likely that the force of the valve embolizing and pressing into the flex tip could have caused the flex tip to spread out. The proximal end of the valve remained unexpanded during the balloon¿s asymmetric inflation, and likely dug into the flex tip. During manufacturing, the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process make it unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿handle ¿ fine adjust difficulty¿ was confirmed. The following factors can contribute to difficulty performing fine adjustment: 1) navigation through tortuous anatomy and/or unintentional torquing of the system can increase the tension in the system and complicate fine adjustment. 2) residual fluid left in the balloon before valve alignment can gather at the proximal end of the balloon, creating resistance when attempting to align the valve to the distal marker. This was recreated in a previously performed engineering study. 3) performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces while attempting valve alignment in a kink fixture. As noted during visual inspection, severe gouging and compression were noted on the flex tip. These observations indicate that the system was under tension, and that valve diving likely occurred during the procedure. The patient¿s aorta was tortuous, which, as described above, is a factor that can further increase the difficulty of valve alignment and fine adjust. As demonstrated during functional testing, the returned device could be successfully pulled to valve alignment position and it had full flex and fine adjust capabilities. This suggests that the fine adjust difficulties experienced during the procedure can likely be attributed to navigation of the device and alignment of the valve through tortuous anatomy, causing tension to build in the system. Available information therefore suggests that patient/procedural factors contributed to the complaint event. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient/procedural factors contributed to the complaint events. The occurrence rate exceeded the august 2017 control limits for the trend category ¿fine adjust difficulty¿, but no product non-conformance or labeling deficiencies were identified. No corrective/preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure in the aortic position, problems were encountered with the valve alignment. The physician was not able to completely get the valve onto the balloon, just half of the valve was on the balloon. Despite this, it was decided to implant the valve. During deployment, the valve embolized into the aorta. While placing the valve in the aorta, a dissection occurred which was treated with a stent. It was then decided to implant a second valve. However, the same problem during valve alignment occurred and it was not possible to get the valve between the markers. However, this time the valve was successfully implanted in the correct position. Note: the event description pertains to the first delivery system used.